Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The downloaded data showed no abnormalities that would indicate the needle deploying early. The pod successfully completed second prime and was deactivated by the user after 55 pulses. No issues were seen with the needle mechanism of the device that would result in a needle mechanism failure. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Changing your pod.   Chapter 3 / pages 48.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed early as the pod was being activated. This indicates a needle mechanism failure. Pod was not worn.